Event description:
During coil embolization of an internal carotid artery aneurysm, after successfully delivering the deltamaxx (cdx18083530/c27204), the physician connected the enpower control cable (ecb00018200/c29415) to the deltamaxx without difficulty or application of force. However, the green system ready light did not illuminate, and there was no attempt at detachment. The pre-deployment electrical check had not been conducted prior to inserting the deltamaxx. Since there were no replacements of both the cable and the coil, the deltamaxx was withdrawn from the patient, and different devices were used instead. The same detachment control box was used successfully in subsequent procedures. There was no visual damage noted on the devices after removal. The procedure was completed without further issues or delay. There were no patient injury/complications or clinically significant delay in the procedure. The physician was unsure which device was causing the detachment problem. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the events. No further information is available, including whether other coils had previously been detached using this cable.

Manufacturer narrative:
Concomitant devices: an enpower dcb (lot unknown), deltamaxx (cdx18083530/c27204) and enpower control cable (ecb00018200/c29415) were used for this procedure. Information regarding patient age and weight were not available. Complaint conclusion: the coil was returned undamaged. The detachment fiber did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) failed electrical testing with resistance failing at 86.9 ohms and the enpower systems go green light failed to illuminate. Compression on the resistive heating coil section caused the electrical testing to pass with resistance at 53.1 ohms and the enpower systems go green light illuminated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil failure to detach was confirmed since the dpu failed electrical testing; however, the failure to detach was not confirmed for the cable since it based electrical and functional testing. The most likely contributing factor to the coils inability to be detached inside the target site may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. Device handling factors may have contributed to the event. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was reported that, the pre-deployment electrical check had not been conducted prior to inserting the deltamaxx. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ there was no evidence of a manufacturing issue related to the event, therefore, no corrective actions will be taken at this time. This is an initial/final MDR.